Manufacturer narrative:
The pump was received with no button response due to a flattened act button dome switch. Inspected the connector on the lcd and no unlocked keypad connector was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was normal, did not require medical treatment. No further details were given.